Event description:
Reporter stated there are pixels missing from the infusion device display. No adverse event was reported. The alleged product was requested for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The device was returned and evaluated for a time/date loss allegation. The display issue was not investigated.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.